Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was water inside the case of the insulin pump because the insulin pump had fallen into water. The blood glucose reading was 136 mg/dl. Customer stated that the display had gone blank immediately after exposure to moisture. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic and motor assemblies. The device was received with cracked display window corner, reservoir tube lip, belt clip slot, and minor scratched display window. (B)(4)